Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to a myocardial infarction. Four days prior to death the pt was hospitalized for unknown reason and the pt passed away while in the hospital. The cause of the death was reported to be due to a myocardial infarction. Automated peritoneal dialysis (apd) therapy with homechoice (hc) device and dianeal was ongoing until the time of death. The pt was reportedly performing therapy on the hc at the time of death. An autopsy was not performed. It was reported that the patient's past medical history of cardiac disease did not worsen after the start of dianeal therapy. Additional information was requested but is not available. This is report 2 of 4 involved in this event.